Event description:
Related manufacturer reference number: 2017865-2023-48333. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting over-sensing noise that was causing inappropriate mode switches and the right ventricular lead was exhibiting over-sensing noise and failure to capture. Programming changes were performed to resolve the loss of capture. The patient was in stable condition.